Event description:
It was reported that the baclofen pump was "no longer effective". A "minor shear seen in pump connection part of catheter". The pt underwent a reoperation. The pt outcome: "normal, as per expected".

Manufacturer narrative:
(B) (4) - the catheter has been returned to the manufacturer for analysis. A f/u report will be sent when the analysis is complete.